Event description:
Dealer states pilot valve defective. Per independent repair center statement, alarming or red light. Poppit solenoid defective. Gear clamp manifold loose hose. Homefill part defective.